Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came into the hospital on (B)(6) 2020 due to multiple appropriate shocks due to ventricular tachycardia. During routine evaluation in the hospital, the patient had a chest x-ray, and the physician decided the left ventricular (lv) lead was too apical. The physician thought he could get a more lateral lv position. The physician believed that was where the original implant physician had implanted it because the original vein was easy to get into. The patient presented in the electrophysiology (ep) lab for lead revision. Fluoroscopy was used to confirm the lead's position in the ep lab. The lv lead was explanted and replaced. The physician ended up getting a much better lateral position with good thresholds with the new lv lead. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.